Event description:
It was reported that the tibial insert was unable to be impacted properly by the surgeon. The 8mm insert was removed and it appeared to have an extra bit of plastic around the locking rim that was preventing its impaction. A 10mm insert was inserted without problem.